Manufacturer narrative:
The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "cable connections fail open or short". Further information indicated after the case the system was tested with a known working ethernet cable and was functioning as expected. A replacement camera cable has since been shipped to the site. The severity observed matches the anticipated complaint severity. The observed overall risk low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported during pre-op, the camera was unable to see any instrument. The local rep called and stated he had already reset the software, did a hard shut down and reboot but nothing seemed to work. The field service tech suggested to switch the camera cable with the spare one, but the spare one had still not been delivered. They asked him to connect the cable directly to the camera itself, but that did not resolve the issue. The case had to be aborted and the patient had to be woken up without having surgery. The rep went to the biomedical department and got another ethernet cable and then the camera worked perfectly fine.